Manufacturer narrative:
The failure for overheating was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The coupler was found to be worn.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.